Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Mdm liner impactor tip broke during impaction. Liner was seated fully using head impactor.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding crack/fracture involving an adm impactor was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. No adverse consequences to the patient were reported. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined since the device was not returned. This event is under the scope of an existing CAPA. No further investigation is required at this time. If additional information becomes available such as device details to indicate further evaluation is warranted, this record will be reopened.

Event description:
Mdm liner impactor tip broke during impaction. Liner was seated fully using head impactor.